Event description:
The information received indicates that a revision procedure was performed following the patient¿s report of implant-related pain. Radiographic imaging confirmed that the implant had fractured. The patient reported that no traumatic event preceded the fracture. The patient's medical history includes treatment for a left femur fracture utilizing an external fixator in (B)(6) 2024, followed by management of bone loss through the two-stage masquelet technique.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.